Event description:
On 10/14/02 kmi was notified of the explant of a 9mm mba performed at the discretion of the implanting physician as part of a routine practice associated with his prescription of the subtalar mba.